Manufacturer narrative:
Hamilton medical ag`s conclusion: the root cause of the issue was a defective power supply. The power supply was replaced and solved the issue.

Event description:
Hamilton medical ag received the following complaint description (quotation of the customer/reporter): "loss of external power." No health impact and consquences were reported.